Event description:
Additional information was received from a patient. They reported that the scs device was interfering with the ins x device.

Manufacturer narrative:
Continuation of d10: product ID: neu_label_acc, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that it was a total goat rope getting the device. Patient stated the doctor did not put the device where they discussed initially and it was incredibly painful. Patient said they ended up having to get it redone and they were not sedated properly and were up and trying to get off the table during the procedure. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient also mentioned that the pamphlet should be different as it was not mentioning patient issue. Patient reported not having a good experience.